Manufacturer narrative:
Qc was within specs prior to and after the event. The customer did not request service, stating that the instrument was operating in specs. The event was reviewed with limited info. A clear root cause was not determined in this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter regarding a false negative total bhcg (tbhcg) result from a single pt sample that was generated by the unicel dxl 800 access instrument. The tbhcg result was <4.0miu/ml. The customer indicated that the pt is pregnant. No additional info regarding this event was provided by the customer. The customer did not receive any report of pt injury or change to pt treatment attributed to or connected with this event.